Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was not reported. On (B)(6) 2012, the patient was hospitalized for the event. It was unknown whether a peritoneal effluent culture was performed. Treatment was not reported. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 5 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot numbers gd892380 and gd892646. No exceptions were observed that were related to the reported condition. This report of peritonitis-no malfunction or use error was not confirmed and a cause could not be determined. No device malfunction or use error was identified.